Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded episodes that appear as external noise over sensing. Some years later, more episodes were recorded in both channels. The episodes may be from medical procedure and/or electromagnetic interference. There was no inhibition of ventricular pacing due to noise. The pacemaker remains in service. No adverse patient effects were reported.